Manufacturer narrative:
Additional information received indicates that the patient was also noted to have some memory impairment along with his headache on initial presentation. The site further reported that the patient had been treated with prothrombin complex concentrate, intravenous (IV) vitamin k and the transfusion of platelets. The patient underwent serial computerized tomography (CT) scans and CT angiography studies that revealed no evidence of specific aneurysm and no expansion of hemorrhage. He also underwent transcranial doppler studies which were noted to be negative. The patient's initial memory impairment improved throughout the length of his hospitalization. His neurological status was monitored for a week and was re-started on a heparin infusion on (B)(6) 2016. A head CT at that time revealed stable findings. He was transferred out of the intensive care unit on (B)(6) 2016 and re-started on his coumadin on (B)(6) 2016. His international normalized ratio (inr) was noted to be 2.1 on (B)(6) 2016 and his aspirin was re-started. A CT revealed a stable bleed as well as a mass-like prominence of splenium that the neurologist found to be concerning. They felt that it was a possible underlying mass versus a resolving hematoma since it was in a very atypical place to have an intraparenchymal hemorrhage. The patient was discharged home on (B)(6) with a therapeutic inr. The patient's memory was noted to be improving on discharge and to have a friend a caretaker to assist him there. Post-discharge plan of care included speech language therapy and formal neuropsychiatric testing which was performed on (B)(6) 2016. At the time of this report, the patient denies any headache. The patient's medical team reported that the event was related to supratherapeutic inr and hypertension and that he is at increased risk of embolic events secondary to the hvad. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Coagulopathies leading to intracranial hemorrhage can be caused by changes in viscosity of blood due to sepsis/infection, overuse of anticoagulant therapy, and uncontrolled blood pressure. Patient's with certain risk-factors such as, smoking, cardiovascular disease and hypertension may also have an increased likelihood of stroke occurrence. Clinical factors that may have contributed to the reported event include the patient's therapeutic use of anticoagulation medications. Though the root cause of the reported event cannot be conclusively determined there are pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that a patient presented with a severe headache at a local hospital. The patient was noted to have an intraparenchymal hemorrhage on imaging and was transferred to a vad-implanting facility on (B)(6) 2016. At the time of the event, the patient was taking warfarin. The patient described his headache on a scale of 8/10, severe, non-radiating and central. He denied weakness, vision changes, chest pain or breathing difficulties. In addition, he denied any recent trauma or any other evidence of bleeding (no hematuria, epistaxis or bright red blood per rectum). He further reported that his headache had been ongoing for over a week and that he had been seen multiple times before the imaging studies had been obtained. The patient is reported to have received medical therapy/intervention but the details of this treatment were not provided. As of the date of the report, the patient remained hospitalized.